Event description:
It was reported the patient's left hip was revised. As reported: "pt. Presented "following multiple dislocations". Dr. Opted to swap out 3 components, making some changes to stem anteversion/position. No complaints filed against the implants themselves."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Added mfg / exp date. Reported event: an event regarding dislocation involving a mdm liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported the patient's left hip was revised. As reported: "pt. Presented "following multiple dislocations". Dr. Opted to swap out 3 components, making some changes to stem anteversion/position. No complaints filed against the implants themselves."